Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Information was provided by the sales account manager (sam) that the issues may be technique related. The manufacturer's forceps and additional training were provided to the staff. Issue appears resolved. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens( iol) implant procedure, the iol had a linear crack upon implantation. The physician believes this is not related to loading the lens, but is a defect in the material of the lens itself, which when folded/unfolded, a crack is happening. Additional information was requested.